Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported in the middle of the night he could tell his blood glucose was elevated. Pt stated he gave a bolus and his blood glucose remained the same. Pt reported he then noticed the infusion set adhesive was wet and the infusion site was leaking. Pt stated he removed the infusion site and noticed there was a tiny bit of blood where it was removed. Pt reported he feels the blood was blocking the flow of the insulin and causing it to leak at the infusion site. Pt stated he thinks he inserted it in the wrong place. Pt reported he doesn't know what his reading was at that time but could feel it was elevated. Pt stated he thinks it may have been around 400 mg/dl by the way he was feeling. Pt's target blood glucose range is 100-199 mg/dl. Pt reported he inserted a new infusion site and was able to give a correction and his blood glucose came back down within an hour. Pt has discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.